Manufacturer narrative:
Final device eval showed that the clips would not load into the jaw and fell out of the device unformed, and that the device was unable to crimp clips. The jaw of the device appeared to be bent outwards and to be out of alignment, and jaw was too wide to be able to hold a clip. The clip retainer appeared to have a significant gap. In order for a device to be reprocessed, the alignment of the shaft and the jaws must be straight and the clip retainer must meet acceptable gap criteria, or the device will be rejected.

Event description:
It was reported that the device dropped three staples and scissored the clips. There was no reported pt injury. Add¿l info was requested but no add¿l info was available. A follow-up report wil be sent if add¿l info is received.